Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
No stimulation and loss of therapy was reported. The patient usually keeps his stimulation at mid 2v. Recently the patient was needing to increase up to 6-7v to feel comfortable stimulation. This was a sudden change, occurred on (B)(6) 2015. No trauma/falls could be related to this issue. The patient was going to follow up with his health care provider (hcp). Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.